Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following an ablation procedure, the pulse generator exhibited a diagnostics anomaly. A device download resumed normal device function. The patient would be monitored.